Manufacturer narrative:
Bayer r and I product analysis received and examined the charger and dc power cable. The charger was found to be non-functional due to blown line fuses. The power cable was examined and found to have broken and shorted wires inside. The short circuit of the dc power cable likely led to the blown fuses on the power supply. The operation manual states the battery icons are designed to inform the user of the remaining battery life. A green colored icon indicates at least 1 hour of battery life remaining, a yellow colored icon indicates the battery is weak, (less than 1 hour and more than 15 minutes of charge remains), and a black colored icon indicates there is no battery life remaining and the monitor is about to power off. The non-functional condition of the power supply and the damaged dc power cable would have resulted in both yellow and black indicator lights being displayed on the monitor alerting the user that service was needed. According to the investigation report, the reported symptom occurred due to an insufficient charge of the system battery that was caused by the inoperative power supply. The investigation report also concluded that personnel at the site chose to continue using the monitor despite the low battery warning. On (B)(4) 2013, bayer healthcare distributed a field safety notice recalling all 25-foot dc power cables shipped with veris medrad mr vital monitors. Bayer r and I has made two attempts thus far, to gain a response from the site and received a certified mail receipt that the site received the recall notice; however, to date, the site has not responded.

Event description:
On (B)(6) 2013, a bayer r and I senior clinical support specialist reported the site told her the following info during a site visit: during an anesthesia assisted sedation case, the veris monitor stopped working. The pt coded and required medical intervention requiring transport to the emergency room, resuscitation where they recovered, and an add'l three day hospital admission.